Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer called into philips to report the device has a continuous alarm, no error message on power ups. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
Further information was provided that the alarm was a result of the clock battery requiring replacement. This is not a reportable event.